Event description:
Customer reportedly received results of 22.6 mmol/l and 11.7 mmol/l on the mobile system, and result of 7.9 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278172, expiration date 12/31/2013). Reference medwatch report with (B)(6) for the suspect device used in the compact plus system.